Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus. Customer's blood glucose was unknown mg/dl. The customer stated that their is no significant events leading to the alarm. Customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.